Event description:
It was reported that at the time surgery, the imf screw was put on the mandibular body but broke. It was replaced by a new screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The evaluation revealed that no detailed clinical information is available. The evidence shows there was a technical complication during surgery. A manufacturing related condition can be excluded because the cracks might have been created by continuous tension, on which these leaf springs are subjected to. No product fault could be detected.